Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Without additional information the cause of the event cannot be determined; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with an edwards 25mm surgical valve implanted for an unknown duration now requires transcatheter valve-in-valve intervention due to aortic stenosis and regurgitation. No additional information was provided.

Manufacturer narrative:
Additional manufacturer narrative: through further investigation, it was learned that when the patient was recently admitted to the hospital tte and tee showed the valve to be stenotic as well as regurgitant with peak velocity of 3.9 m/s and at least moderate to severe aortic regurgitation. This is likely a result of prior endocarditis in 2015, when the valve was seeded by septic joint. Tee at that time had shown no clear vegetation but the patient had been treated empirically with abx. The implant duration of the subject device was six years. Based on the information received, patient clinical factors most likely contributed to this event. This event is not a manufacturing related issue.

Manufacturer narrative:
Edwards learned that the patient was surgically treated by receiving a 23mm edwards transcatheter valve in the aortic position via percutaneous right transfemoral approach. After the procedure, there was no paravalvular leak and no reported complications.